Event description:
At about 3 years and 6 months from primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon resurfaced the natural patella and upsized the poly (11 to 14mm) to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-09-2025. Lot 2106545: (B)(4) items manufactured and released on 26-07-2021 expiration date: 2026-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.